Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The device was received with cracked case at the display window corners, minor scratched lcd window, and stained end cap sticker.

Event description:
Customer reported that they were attempting to bolus when the numbers on the insulin pump began ramping up. Customer stated that the esc button also had a delayed response. Customer's blood glucose reading at the time of the call was 193 mg/dl. No further information reported.